Event description:
It was reported that the patient was disgusted because her implantable neurostimulator (ins) battery died after 7 months and had to be replaced. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if the depletion was normal, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).